Event description:
Compression paddle on mammography machine spontaneously activated and pressed against the bucky. No one was in contact with the unit when this occurred. No one was injured. Upon evaluation, MFR determined the foot pedal had malfunctioned.